Manufacturer narrative:
Patient identifier: multiple = (B)(6). Concomitant medical products = alinity c ggt, ln 07p73-30, lot 21989un19; alinity c alk phos reagent, ln 08p20-30, lot 69171un19; alinity c creatinine, list 07p99-30, lot 83136un18; alinity c urea nitro, ln 08p16-30, lot 65065un18; hdl, ln unknown, lot unknown; transferrin, ln unknown, lot unknown; ast, ln unknown, lot unknown. Correction/removal reporting number = 3002809144-01/28/20-001-c. A product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported falsely depressed results (alt, creatinine, alk phos, hdl, ggt, transferrin, total bili, urea nitrogen, and ast) on seven patients generated on the alinity c analyzer. All results provided show the (<) flag for each result for (B)(6). There was no reported impact to patient management. Further review determined the falsely depressed results could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress.